Event description:
It was reported patient underwent total knee arthroplasty (B)(6)2013. During the procedure, it was noticed the incorrect femur had been implanted. The femur was removed and replaced with the correct side implant causing an hour delay to the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay a correction that it was the incorrect side, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2013. During the procedure, it was noticed the incorrect femur had been implanted. The femur was removed and replaced with correct size implant causing an hour delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery."